Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter had been having unexplained highs within the 300 mg/dl and 400 mg/dl range a few weeks after she started on the insulin pump. The mother suspects that the highs occurred due to the health care professional and diabetes trainer starting the patient on a low insulin dosage. The customer also stated that an infusion set had once come off during bath time, though that may have been due to the set being exposed to water for too long. Transfer to the 24-hour helpline was declined. No products were shipped or returned.